Event description:
Olympus was informed that users at the facility were not brushing the instrument channel during manual cleaning of the endoscopes. The endoscopes were reported to have undergone ethylene oxide sterilization following reprocessing. There were no reports of pt cross-contamination or infections.

Manufacturer narrative:
No devices were returned to olympus for evaluation in association with this report. There was no allegation of any deficiencies in the product which may have caused or contributed to this report. Based upon the info provided, the users were not reprocessing the devices in accordance with the device reprocessing manual. An olympus endoscopy support specialist has provided in-service training to the user facility staff on appropriate reprocessing of endoscopes. This report is being submitted as a medical device report in an abundance of caution.